Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous anterior tibial artery. The 2.5x150 sterling sl balloon catheter was advanced for pre-dilation. Inflation was performed twice to 10atms. During the third inflation, the balloon ruptured at 10atms. The device was removed intact and the procedure was completed with a different device. There were no patient complications reported and the patient's status is good.